Manufacturer narrative:
(B)(4)

Event description:
It was reported that diagnostic issue was observed. The device showed eri date prior to the actual date of implant. Subsequently the patient went back to the clinic for a follow-up and the device was functioning normally and had no other issue other than the erroneous eri message. All other battery indicators were normal for the usage time of the device. Patient is in stable condition and will continue to be monitored.